Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro (B)(4): it was reported that the pump double beeped "no cassette" (during testing). No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4) . No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were all intact. The reported complaint was duplicated. Issue found during the investigation. Fluid ingression on the downstream sensor caused double beep, no cassette attached. Recommended downstream sensor to be replaced.